Event description:
Patient was revised to address a fractured ceramic liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned liner finds the material fractured as reported. A review of the device history record or a lot specific database search is not possible as the distribution lot code is not known. Previous investigations have not identified any trend of manufacturing or material error with fractures of this type. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.